Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record for the provided is in-progress. All information reasonably known as of 08-may-2028 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 9611594-2026-00296 for the second event. Refer to 9611594-2026-00297 for the third event. It was reported the nasogastric tube output looked like tube feed, so x-ray was done to discover the broken tube. An esophagogastroduodenoscopy (egd) was done to remove the second half of the tube stuck in the patient.